Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Reportedly, customer overrode their recommended bolus and manually initiated a bolus which decreased their bg level. Customer addressed bg level by consuming carbohydrates, including oranges, crackers, and greek yogurt. Systems check with tandem technical support confirmed the pump is functioning as intended.